Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the fiber bundle was wet with evidence of blood exposure. Coagulated blood was noted between the screw flange and cut surface on the cavity ID end of the dialyzer. Gross visual examination of the sample noted a polyurethane delamination on the cavity ID end of the dialyzer housing (wall). The delamination in the polyurethane extended under the silicone o-ring. No damage or irregularities were noted on the non-cavity ID end. The dialyzer was subjected to destructive disassembly for further visual examination. The sonically welded screw flanges were removed, the non-cavity ID end of the dialyzer was severed below the base of the screw flange and the fiber bundle was withdrawn from the housing. Subsequent to disassembly, the complaint investigator was unable to identify any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, kinked, looped, or short fibers were identified. The inferior surfaces of the polyurethane (pu) were then visually examined on both ends for voids and no voids were observed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. All lot release criteria were met. The investigation into the cause of the reported problem was able to confirm the failure mode. The returned sample exhibited a delamination on the pu potting compound on the cavity ID end of the dialyzer which was found during laboratory evaluation. The delamination in the potting extended underneath the silicone o-ring and compromised the seal between the polyurethane material and o-ring which may have resulted in the reported leak. No other damage or irregularities were noted.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during a hemodialysis treatment. The issue was observed after the patient was re-strung with new supplies (dialyzer and lines) on the same machine due to high venous pressure and tmp alarms. The blood leak was visible in the dialysate. No dialyzer damage was visible. The machine did alarm. The patient's estimated blood loss was approximately 150 to 200ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient did not complete the full treatment; 30 minutes of dialysis time remained when the incident occurred. The complaint device is available for evaluation by the manufacturer, but has not been received.